Event description:
A respiratory aide technician from the user facility reported, "during ventilation, the pt was on the ventilator, the ltv suddenly stopped working without any alarm occurring. The pt was changed for the backup vent".